Event description:
The lead was returned from a competitor and subsequently tested out of specification during manufacturers analysis. There is no allegation the death was device related. Cause of death was requested but not received. If additional relevant information is received, a supplemental report will be submitted.